Manufacturer narrative:
Method: - no testing methods performed unable to be selected. Results: ¿ no results available since no evaluation performed unable to be selected. The product was not returned for evaluation, as it was used, therefore the complaint cannot be verified. The device history record review was completed by interpore cross. Product passed all quality control measures and no non-conformances were observed. The complaint lot history review was completed and no other complaints were reported. No deviations were identified through the investigation performed, that may have contributed to the reported event. A definitive root cause has not been determined.

Event description:
The doctor states he placed bone grafting material roap05 at tooth sight #20. Infection was seen 1 week post op and antibiotics were prescribed.

Manufacturer narrative:
Product remains implanted and will not be returned to manufacturer for evaluation. Single use.